Manufacturer narrative:
(B)(6).

Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted. At an unknown timepoint, the patient had a cerebral vascular accident. No additional information is known at this time. It was further reported that the patient was on apixaban before the watchman implant. Post implant the patient was prescribed apixaban and aspirin. On (B)(6) 2021, the patient was emergently hospitalized due to a stroke. No treatment for the stroke was required. On (B)(6) 2021, a transesophageal echo (tee) was performed and confirmed wall thrombosis in the left atrium and a layered device related thrombus near the center of the device. On (B)(6) 2021, the dual oral anticoagulation therapy was changed to warfarin.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted. At an unknown timepoint, the patient had a cerebral vascular accident. No additional information is known at this time.